Event description:
The customer reported that the system is arcing from the tube during high level fluoro applications while performing cine operations. The facility is used for research on non-human and utilizes animals for research and development.

Manufacturer narrative:
The svc rep confirmed customer request. The arcing is occurring at maximum technique during cine runs when the tube warms up and gets hot. The rep ordered and replaced the x-ray tube assembly. Received and installed x-ray tube assembly. He transferred primary and secondary collimators from old tube to the new tube and ensured the beam was in alignment and was centered. He performed generator calibration and alignments iaw the service manual. Performed filament calibration and ensured kv tracked. The rep ensured resolution was within specifications listed in the service manual utilizing the line pair tool. Ran system through numerous cine runs utilizing high level fluoro and heated up the tube, no arcing was present during the testing. Customer request has been completed.